Manufacturer narrative:
The kit's lot number was not provided for a specific investigation. The sample was not returned for further testing, and no additional information such as medical history was provided.  A review of complaint trends reveal that all of the alere determine hiv 1/2 ag/ab combo lots are performing according to label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device is performing within labeled claims.

Event description:
A customer reported (via customer survey) (B)(6) results on plasma tested with the alere determine hiv 1/2 ag/ab combo, with an unspecified (B)(6) confirmatory test. No additional information such as medical history was provided. The date of event was not provided. There is insufficient information to determine if a malfunction occurred. The patient's gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).